Manufacturer narrative:
The report received from tfda was steris' first notification of this event. The report did not include the user facility name or contact information. Steris contacted our (B)(4), for additional information regarding the event; the distributor provided steris with the user facility name and contact information. The investigation for the reported event is currently in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported to (B)(6) FDA via adverse event report that while an employee was cleaning their harmony veld surgical lighting system the light and spring arm detached from the lighting system and fell to the floor. No report of injury.

Manufacturer narrative:
Steris taiwan distributor, yihsin medical co, ltd, arrived onsite following the reported event to inspect the lighting system and found the circlip was not properly seated. The circlip is a component that holds the lighthead in place. As the circlip was not properly seated, this allowed the lighthead to detach and fall to the floor. The harmony vled surgical lighting system was installed in 2012 and is not under steris service agreement for maintenance activities. The user facility's biomed department is responsible for all maintenance activities. The lighting system has been removed from service. No additional issues have been reported.